Event description:
Early this year 2023 I was given new mask equipment from (B)(4) medical group CPAP part of clinic (health partners). It was an res med airfit f20 lge - amer ref 63402 . I had went in for a yearly check I believe. Soon after I got this, I noticed that I was getting headaches almost every morning then every morning. Also, my memory became "extremely" poor. (I used to be able to do 3 digit addition subtraction, not anymore. Still) I did go to see my regular doctor later as I wanted help; he is a good guy but jokingly laughed and said I remembered to get there. We do joke around alot. I dont think there was anything he could really do at that time but I had too. So that night I cut out one of the rubber valves in the elbow between the hose and the mask. I thought this might help as it seems to stop air from coming up the hose and out the mask on exhale. In other words when I would exhale alot of the oxygen depleted air from my lungs would go into tube and then when I would inhale part would go back into lungs and ruber valves stayed sealed. (Ps I am a hvac service tech sales operator owner. Not a scientist, but I know alot about airflow.) Immediately the next morning I felt better and within a couple weeks I was back to as I was before except my brain functions and memory. Which are still not as they were before. I "didn't" call anybody immediately as I wanted to get another mask with bad style elbow. And I couldn¿t get one until 6 mos later as 1. Insurance "wouldn't" give another 2. I "couldn¿t" pay for one outside of insurance 3. I "couldn¿t" afford as I was and basically still only making $(B)(6) hr 51 hrs a week. ( business people are so rich, lol ) any way, I finally got one (B)(6) 23 as I finally remembered to call. To my amazement it appears to be the same. I have both and still using one I cut valve out of. If you want /need more date and # info we should be able to get it from clinic I cannot remember exact dates. Although this is a goofy CPAP machine. Res med device # 956 ser (B)(6), ref 39485, lot 1648947 it automatically adjusts to breathing cycle or something? And I think that is also part of why valves "wouldn't" open to keep fresh air moving through hose as I "doesn't" give enough pressure at inhale and exhale cycles. I still get headaches 10 days a month but that is back to normal for years. I dont want to sue for big money I only want somebody to be held somehow accountable, and at least test these things before throwing them on the public. I truly believe some people may have possibly died from this, as my health was dwindling. Had I not had skills in mechanical problem solving, I wonder if doctors would have been able to find the issue.??? These machines/devices should be tested together before use, not on involuntary patience. Reference report: mw5147711.